Event description:
Procedure: vaginal hysterectomy with reduction of cystocele, repair of pelvic floor defect, retroperitoneal dissection, repair of rectocele and enterocele. Reoperation: exploratory laparotomy with control of hemorrhage with post-op diagnosis of hemoperitoneum secondary to pedicle bleeding right and left secondary to pelvic bleeding from the previous vaginal hysterectomy and hemoperitoneum.

Event description:
Reportedtly, approx 45 minutes after the completion of the procedure, the patient had to be brought back to the or due to bleeding. The surgeon noticed that on both sides of the cardinal ligament, the seal was opened. The surgeon sutured both areas to close. Patient has recovered with no known untoward sequelae.